Event description:
Reportable based on device analysis completed on 29nov2025. It was reported that there was difficulty removing the balloon protector. The target lesion was located in the pulmonary artery. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, while preparing the device, the protective cover could not be removed, and the balloon stretched. Afterward, when attempting to flush from the tip, saline entered the balloon. The procedure was completed with another of the same device. There were no patient complications. However, device analysis revealed a pinhole approximately 2mm distal from the proximal markerband.

Manufacturer narrative:
Device evaluated by manufacturer. The complaint device was received for product analysis. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a pinhole approximately 2mm distal from the proximal markerband. De-ionized water was also observed exiting from the tip of the device. The balloon was unable to inflate fully. The rated burst pressure for this device is 14 atmospheres. A visual examination of the proximal markerband identified damage. A visual examination of the returned device identified that approximately 4mm of blade and pad were noted to have detached from the balloon material. All other blades were present and fully bonded to the balloon surface. A visual and tactile examination identified multiple shaft kinks. The inner lumen was noted to be damaged approximately 50mm proximal from the distal tip. No other issues were identified during the product analysis. E1 - initial reporter address 1: (B)(6).